Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Also, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 438 mg/dl while wearing the pod for an unknown duration. The patient sought medical attention due to symptoms of vomiting and high blood levels which could not be measured by the cgm or fingerstick due to severity. Patient was admitted in hospital for 3 days due to diabetic ketoacidosis. Treatment included 8 bags of intravenous fluid. During hospitalization, the pod was removed by the nurse. The healthcare provider alleged that a kinked cannula may have contributed to insulin delivery failure.